Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the intervention/action taken to resolve the increased seroma, pump movement in the pocket site and sticking out sideways was a revision, better position. Per the healthcare provider the increased seroma, pump movement in the pocket site and sticking out sideways was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine 40 mg/ml; 21 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. The event date was (B)(6) 2015. The patient experienced a gradual change in therapy/symptoms. The patient experienced a seroma and since pump implant the seroma gradually got worse. The patient had fluid buildup around the pump and the pump was "floating" in the pocket site and sticking out sideways. Last wednesday ((B)(6) 2015) at the refill appointment the hcp numbed the area and "pulled out liquid" (serous fluid). The pump went back to flat. The hcp confirmed the pump was not sutured and planned to do that later. First the hcp wanted to do magnetic resonance imaging (MRI). The MRI was planned for the brain, c-spine, and t-spine. The cause of the event, interventions, troubleshooting/diagnostics, lot number of the morphine, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.